Manufacturer narrative:
(B)(4). During follow up, the patient outcome was reported to be stable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin injection 1 gram starting dose in first bag (route, frequency, and duration not reported), cefazolin injection 250 milligrams (route, frequency, and duration not reported), and ceftazidime injection 250 milligrams in each bag (route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.